Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 350 mg/dl with while wearing the pod. Symptoms reported include hyperglycemia, nausea and stomach pain. The patient reports their personal diabetes manager software application had crashed in the middle of the night and the patient had deleted and reinstalled the application in the morning. Once at the hospital the patients ketones were tested and found to be at 1.8. The patient was treated with intravenous fluids and insulin. The patient was assisted on setting up a new pod. The patient was in the hospital for 3 days.